Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.038.000s, lot: 5l02005, manufacturing site: (B)(4), release to warehouse date: june 27, 2019, expiry date: june 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent osteosynthesis surgery for the femoral pathological fracture with tfna in question. During the surgery, the surgeon could not insert the end cap 0 mm initially. The locking mechanism of the blade was working, but the end cap could not be inserted. The end cap was not inserted completely. The surgery was delayed by less than 30 minutes. Concomitant device reported: unknown helical blade (part # unknown, lot # unknown, quantity 1). This report is for 3 of 3 for (B)(4).